Event description:
It was reported that during an open cesarean section procedure, in suturing the subcutaneous tissue, after just a few stitches, the needle and thread detached. This issue occurred on three devices. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.